Manufacturer narrative:
Per investigator evaluation, bd has determined that this MDR event is not reportable. The reported issue was confirmed, as the root cause identified is a depleted coin cell. UDI format updated with available product information per gudid. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device did not boot up when powered on, only beep was heard.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device did not boot up when powered on, only beep was heard.